Manufacturer narrative:
(B)(4). D4: diligence is in process to provide product identification information, however, no further information has been provided at this time. D10: additional associated products. 184526 vanguard ps open por fmrl lt 62.5 lot# unk. 141314 biomet finned pri stem 40mm lot# unk. 183640 vanguard ps tib brg 10x71/75mm lot# unk. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that a patient underwent a knee revision surgery due a fall. Revision surgery was approximately thirteen years, five months after initial implant placement.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned. Photographs of the reported explanted femoral and tibial tray components were provided but do not aid in the investigation. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility with no issues noted. X-rays were provided and reviewed by mmi, they state the following: 'imaging findings - single picture of a lateral knee x-ray is submitted. Images of the background room and person taking the picture are superimposed on the x-ray image. The lateral knee x-ray shows presence of femoral and tibial arthroplasty components. There is comminuted fracture of the distal femoral metaphysis at the level of the femoral component, with posterior displacement of the distal fracture fragment containing the femoral prosthetic component. Impression - comminuted fracture of distal femoral metaphysis at level of femoral component, with posterior displacement of the distal fracture fragment containing the femoral prosthetic component.' The event is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.